Event description:
It was reported that the patient's atrial lead exhibited noise. The patient presented to a lead revision procedure. During the procedure, the atrial lead broke while attempting to extract it. The lead was explanted and replaced. The patient condition was stable.